Event description:
Reporter indicated a patient's vns generator and lead were explanted due to lack of efficacy and the vns may have made the patient's seizures worsen. Attempts for further information from the reporter and product return of the explanted devices are in progress.